Event description:
As reported by the user facility: underinfused. Drug being administered was an antibiotic. Name of antibiotic unavailable. Intermittent infusion. Pump infusion for 30 minutes prior to occurrence. Two hundred fifty ml's of solution was left in IV container. No injury.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). Device eval results: the pump log was reviewed and two separate infusions of 100ml and 191.4ml at a 200ml/hr rate were identified. The first infusion ran to completion with a total volume infused of 100.1ml or 100.1% of the target volume. The second infusion was stopped after 36min 9sec because of an air alarm. At that time, a total volume of 120.5ml was infused, which is equal to 100% of the theoretical volume. These results were both within spec. Volumetric accuracy was also tested three times at a rate of 200ml/hr and a volume to be delivered of 100ml, consistent with the pump log when the issue was identified. In all three instances, the pump was operating within spec and delivered the target volume with results of 97.5ml, 97.4ml, and 97.6ml respectively. As a result of the analysis, the event described could not be confirmed on the returned pump. Based on the results of the pump investigation, no conclusions can be made regarding the cause of the reported event. All available info has been forwarded to the actual MFR for further eval. A follow-up report will be filed if add'l pertinent becomes available.